Manufacturer narrative:
Patient information was unavailable from the site.no parts have been returned to manufacturer for analysis.

Event description:
A site biomed representative reported that, while in a procedure, the operating room staff stated that their navigation system shut-down. No further details regarding this issue were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.